Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: intervention to manually remove stent. During a stenting procedure in the iliac artery, the absolute pro stent was thought to have been successfully deployed. However, upon removal of the stent delivery system, resistance was immediately felt. After the stent delivery system was removed from the anatomy, the stent was observed to be located within the 6f (up and over) balkin sheath near the hub. The sheath and guide wire were removed. The stent remained partially within the femoral artery and was removed with kelly clamps. Manual compression was applied. There was no adverse patient sequela and the patient was discharged same day. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device has been received. Investigation is not yet completed. Incorrect removal; biliary device used in the iliac.